Event description:
It was reported that the ilet pump¿s connector fractured, leaving half of the adapter lodged in the pump, and the user was unable to remove it despite attempts with pliers and using the remaining adapter as a key; blood glucose was reported in range, and no alerts or alarms were noted. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no injury, health consequences or impact. Customer care provided support that included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem resulting in a fracture of the connector/coupler, consistent with a device component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.